Event description:
A customer reported a cartridge alarm identified as alarm 30, which did not occur during the loading process and had not been previously reported for this pump. There was no adverse impact on the customer¿s blood glucose level, as it did not exceed 500 mg/dl (27.7 mmol/l). In response to the issue, the customer resolved it by reloading the same cartridge, and the pump resumed normal operation.